Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a system implant procedure. The procedure was completed successfully and the patient was in stable condition post surgery. The patient then coded and chest compressions were performed but resuscitation efforts were unsuccessful and the patient deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was available at this time.